Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. A day after hospitalization, the patient was treated with vancomycin injection (1g, intraperitoneal, every 4th day, ongoing), and meropenem injection (1g, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.